Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5594-53 implantable pacing lead (B)(6) 2009; 6945-65 implantable defib lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient's device and three leads were extracted due to endocarditis. Four days later, a new device and two leads were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.